Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that patient death had occurred. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became tangled with stent struts or the guidewire and was trapped. It took more than three hours to remove and complete the procedure. The patient passed away 1.5 hours later, probably due to ischemia during the procedure.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the sheath detached from the telescope section. The detached section of the sheath, including the imaging window and tip, were not returned for analysis. The driveshaft was found broken and cut with a windup and a section twisted. The device was returned with 2 non-boston scientific guidewires, one with added material. Microscope inspection revealed the drive cable was also cut. Media provided by the customer was inspected. Two pictures showed the drive cable (driveshaft) broken but were not clear enough to identify any other failures. One picture showed the drive cable with a section twisted. Another picture showed the distal section of the imaging window detached with a bend, but the picture is not clear enough to identify tip damage. Two pictures captured from a mobile phone were provided of still angiographic frames. The first still image showed the guide catheter in the aorta, outside the left main stem, the opticross catheter, and what appears to be a snare catheter. It also showed what appears to possibly be a kinked catheter right outside the left main stem. The second picture showed what seems to be the same still frame visible in the first picture and showed the opticross catheter inside the stent(s) in the lad. Only the frame of the stents is visible. The stent(s) seem to be underexpanded in the mid-distal part of the artery.

Event description:
It was reported that patient death had occurred. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became tangled with stent struts or the guidewire and was trapped. It took more than three hours to remove and complete the procedure. The patient passed away 1.5 hours later, probably due to ischemia during the procedure. It was further reported that 5 stents were used in the procedure. The stent involved with the opticross entanglement was properly seated but was not post dilated. Another opticross was used after retrieving the tangled devices. An autopsy was not performed.

Event description:
It was reported that patient death had occurred. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became tangled with stent struts or the guidewire and was trapped. It took more than three hours to remove and complete the procedure. The patient passed away 1.5 hours later, probably due to ischemia during the procedure. It was further reported that 5 stents were used in the procedure. The stent involved with the opticross entanglement was properly seated but was not post dilated. Another opticross was used after retrieving the tangled devices. An autopsy was not performed.

Manufacturer narrative:
E1: initial reporter address: (B)(6).